Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The drain volume was 4126 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. An increased intraperitoneal volume (iipv) was found in the logs with an occurrence date (B)(6) 2010. The root cause could not be determined. Review of the device service history revealed the previous return of the device was not for the reported problems of iipv. The device met specification. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).